Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
A customer reported a complaint of imprecise sequential readings of 32 mg/ml, 156 mg/ml and 56 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on the parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. The customer also reported that the meter was not displaying all segments. There was no report of death, serious injury or mistreatment.